Event description:
I have had many unexplained health issues since the implant was put in sometime around 2002 by (B)(6). I have had many "run around idea's of why I was so tired, had trouble sleeping, body aches and felt continually like I have the flu. I did find out that I do indeed have allergies to animals. I have removed all my allergies including any foods that a natural path indicated and while I'm better, I'm still not functioning. I've found it hard to hold down a job because the systems are that bad. I recently within the last year, went to a "female dr about the essure" because most of my problems started after I had that device put in, but I was never told about a possible nickel allergy. I was only told that even though the device has moved, "I have a photo from another dr who removed small tumor from my ovary". There is no reason for concern and more than likely she wouldn't need to removed it. Since I have had the device in, my life has been horrible and all I get told is well your getting older, etc. I have dr reports and tests that I have kept to prove that until recently I was no where near menopause and since I removed all allergy source from my home and my life. I would like to be able to have this device moved. I was never told any of the information about a nickel allergy possibility, even at this last visit. They new that I have a lot of allergies and they affect me terribly.